Manufacturer narrative:
It is unknown where the metal particulate originated, as the evaluated instrument was intact, it was not damaged, and no particulate was found. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 3 of 3, see related medwatch report numbers: 0001920664-2021-00139, 0001920664-2021-00140.

Manufacturer narrative:
The product sample was returned for evaluation. The knife was inside a blister without the foam protection for the blade. No metal particulates were found inside the bag or the blister. The knife showed signs of use as the tip was dull, but not broken off. Edges of the blade showed signs of use as well. Silicone coating of the blade was visible. Dust particles were visible on the blade. The device history record was reviewed and no deviations or issues were found. The lot was manufactured according to specification. Report 3 of 3, see related medwatch report numbers: 0001920664-2021-00139, 0001920664-2021-00140.

Event description:
The user facility in the netherlands reported that metal particles were found in the patient's eye after surgery. Rinsing did not remove the particles therefore additional surgery was needed to remove them by using forceps. Currently, the patient's vision does not seem to be affected and extra treatment is not necessary.